Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no audio or vibration alarms. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01-may-2018 with the following findings: during the investigation, the audio and vibratory function was found to function properly. Investigators were unable to duplicate the original complaint of a dual alarm failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.